Manufacturer narrative:
The AED and its electronic log files were not returned; therefore, the root cause could not be determined. Troubleshooting with the customer confirmed that the AED, when equipped with a replacement battery pack, is functioning as intended and may remain in service. Should additional information become available, a follow-up MDR will be submitted.

Event description:
Fire department personnel reported that their automated external defibrillator (AED) was flashing red and displayed a "replace battery pack now" warning during an attempted rescue. Another fire department arrived on scene with a different AED, which was then used to attempt resuscitation; however, the patient was not successfully resuscitated.